Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 55 mg/dl at the time of the incident. The customer used food to treat the low. The customer stated their blood glucose levels were fluctuating. Troubleshooting was not completed and the issue was not resolved. The insulin pump will be returned for analysis.